Event description:
Great customer service on my delamination issue. Thank you for the replacement nite protector. I was advised to return the product due to the lack of a receipt. Thank you.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.